Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for daughter that the insulin pump alarmed compromised force sensor system. The customer¿s daughter blood glucose level was unknown. The customer reported that she was changing out the infusion set and while priming pump alarmed compromised force sensor system. The customer stated that the drive support cap appears normal (recessed). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Unit was received with minor scratched lcd window, broken reservoir tube lip, broken battery tube threads and missing end cap sticker.